Manufacturer narrative:
(B)(4). This is a report of use error where a patient breached asceptic techniques. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient breached aseptic techniques during dwell four of five of peritoneal dialysis therapy. The patient might have touched the end of their transfer set before placing on a mini cap. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.